Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels with a ketone level of 0.8. Reportedly, the customer suspected that the boluses were not being properly delivered by the pump. The customer performed insulin, cartridge and an infusion set brand change to address the issue and elevated bg continued. The customer did not observe any air bubbles.